Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 3 and 4. Surgical intervention was undertaken wherein the lead was explanted and replaced. Physician had difficulties explanting the lead and noted that the lead was fractured. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection of the returned stim end segment found a kink on the outer tubing and all the internal lead wires being broken 15.5 cm from stim end.